Event description:
It was reported the pt's recharger screen was unresponsive with a blank screen. The pt heard a pop and saw smoke coming out of the recharger. The pt received a new recharger to replace the defective one. The pt was doing fine and had not reported any symptoms.

Manufacturer narrative:
(B) (4). Final recharger analysis revealed a capacitor issue. Replaced the open capacitor to resolve the issue.